Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was repaired by the customer. The device's software was reloaded to address the issue.